Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring 5¿6 presses to wake the device, and the pump had increasing difficulty turning on; a restart was performed, and a replacement ilet was provided along with return instructions. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued insulin therapy with the existing cgm and replacement device logistics. Investigation included customer troubleshooting, functional checks by the user, and collection of device identification information. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.